Event description:
During the stent placement portion of procedure, the wire guide began to unfurl over the wire. It was removed from the patient under fluoroscopy intact but malformed. After close inspection by surgeon no apparent injury was incurred by patient. A new stent was proved and the procedure was finished without further complication.manufacturer response for ptfe wire guide with 3cm flexible tip, ptfe wire guide (per site reporter).no response at this time.what was the original intended procedure?basket extraction of left ureteral calculus and placement of left ureteral stent.